Event description:
It was reported by the customer stating that while setting up for a breast biopsy and while trying to initialize the probe they received the l3-009 error code with the loaner st holster. They change probes and checked the cables and the error codes continued. During troubleshooting they connected another holster and it worked properly. The patient was not in the room during set up. The case was cancelled and the patient was rescheduled for tomorrow. Loaner holster being sent back for repair.